Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 6.1cm from the rear seal measuring 0.089cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon (iab) therapy there was a blood back into catheter. The customer noted blood in the helium tubing. The iab was removed and therapy was discontinued. The patient is stable at this time. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon (iab) therapy there was a blood back into catheter. The customer noted blood in the helium tubing. The iab was removed and therapy was discontinued. The patient is stable at this time. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4); record ID: (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon (iab) therapy there was a blood back into catheter. The customer noted blood in the helium tubing. The iab was removed and therapy was discontinued. The patient is stable at this time. There was no reported injury to the patient.